Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon "after the power supply is set up, the display disappears and peaks and alarms appear" occurred due to the failure of the pressure sensor on the main board. However, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue was confirmed; after the power was turned on, the device alarm sounded, and front panel display went blank. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that after turning on the power supply of the high flow insufflation unit during inspection for an unspecified therapeutic procedure, the display disappeared after a while and an alarm sounded. There was a slight delay to the intended procedure to replace the subject device with a similar unit. The procedure was completed with no indication of patient harm due to the event.